Manufacturer narrative:
The manufacturer previously received information alleging a ventilator blower motor was noisy. The low inspiratory pressure and low minute ventilation error codes were present in the error log. There is no allegation of serious or permanent harm or injury. No medical intervention was specified. During the evaluation at the manufacturer's service center the blower noise was confirmed. The blower assembly was replaced along with the stirring fan foam. The front enclosure overlay was replaced due to visible scratches. Per maintenance procedures the pollen filter, power cord, exhaust fan and micron filter were replaced. The device passed all tests and ran properly. Correction: previously this event was reported. The MDR review team has determined this is not a reportable event. The initial report was filed in error. Blower noise is not reportable.

Event description:
The manufacturer received information alleging a ventilator blower motor was noisy. The low inspiratory pressure and low minute ventilation error codes were present in the error log. There is no allegation of serious or permanent harm or injury. No medical intervention was specified. During the evaluation at the manufacturer's service center the blower noise was confirmed. The blower assembly was replaced along with the stirring fan foam. The front enclosure overlay was replaced due to visible scratches. Per maintenance procedures the pollen filter, power cord, exhaust fan and micron filter were replaced. The device passed all tests and ran properly.